Event description:
It was reported that a general comment was made by the physician that when he uses the bmw (balance middleweight) guidewire with the dragonfly opstar oct (optical coherence tomography) catheter and / or a non-abbott ivus (intravascular ultrasound) catheter, it was noted that upon removing the oct/ivus catheter out of the patient after taking the imaging pullback, the oct/ivus catheter is sticking onto the bmw wire and thus also pulling the wire out of the patient with the catheter. Subsequently when using a non-abbott guidewire, the oct/ivus catheter does not stick to the non-abbott guidewire. There were no adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty to withdraw the catheter from the guidewire could not be determined. In this case, it is possible that there was damage to the guidewire, buildup of procedural contaminants on the guidewire, patient anatomical conditions, or device support may have contributed to the reported difficulty to withdraw the catheter from the guidewire; however, these conditions could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.